Event description:
Customer's husband reported blood glucose results of 349 mg/dl on the advantage and 120 mg/dl within 10 minutes on a professional system. Caller "stated that strips were partially chewed up, due to dog chewing the bottle." Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.